Manufacturer narrative:
(B)(4). Method: only the fascia and valve system (serial number (B)(4), lot 061218, manufactured on 18 dec 2006) of the complaint rd900 neopuff infant resuscitator were returned to fisher & paykel healthcare in new zealand for evaluation. The subject fascia and valve system were visually inspected and fitted into a known good manometer and tested according to the neopuff technical manual. Results: visual inspection revealed that the manometer was not zeroed. Performance testing revealed that the valve system passed the test specified in the neopuff technical manual. But the pressure rise indicated by the good manometer was not smooth and consistent. A lot check revealed no other complaint of this nature for lot 061218. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the complaint neopuff fascia and valve system are over 10 years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The complaint neopuff was repaired at our us service center and returned to the customer after passing performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported by phone that it was not possible to set the pressure of an rd900 neopuff infant resuscitator. A service was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint neopuff caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported by phone that it was not possible to set the pressure of an rd900 neopuff infant resuscitator. A service was requested. No patient consequence was reported.